Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited threshold issues while being positioned. After the right atrial lead was placed, the pacing thresholds on the rv lead had increased and the lead was attempted to be repositioned. It was noted the extension and retraction of the helix was performed excessively, and then the helix could not longer be retracted. This rv lead was removed and another lead was in placed. The lead is no longer in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. Upon receipt at our post market quality assurance laboratory, the lead was thoroughly evaluation. Visual inspection noted the helix was fully extended, with blood in the neck area. A stylet was inserted into the lead¿s lumen, with no issues observed. Electrical testing was performed, which revealed the cathode coil was not continuous. An x-ray confirmed the inner coil was fractured 15 mm from the terminal pin. It was also noted that the crimp sleeve was slightly migrated and was not in the correct position over the coil and insulation. This misalignment did not contribute to the helix extension and retraction difficulties. The inner coil fracture was most likely caused by over-rotation of the helix mechanism.